Event description:
This complaint is from a literature source. The following literature cite has been reviewed: wang g, wang h, yang j, shen b, zhou z, zeng y. Reduction of posterior dislocated hip prosthesis using a modified lateral position maneuver: a retrospective, clinical comparative, and follow-up study. Bmc musculoskelet disord. 2022 oct 20;23(1):926. Doi: 10.1186/s12891-022-05876-8. Pmid: 36266648; pmcid: pmc9585731. Objective and methods: authors proposed a new type of procedural maneuver, modified lateral position (mlp), to allow physicians to perform more safely and easily a hip closed reduction following posterior hip dislocation after total hip arthroplasty¿primary or revision (tha). This proposal was compared to the other most popular maneuver for closed reduction, the allis maneuver. They did their analysis via retrospective review of 78 consecutive patients (after exclusion criteria were all applied) who presented with posterior hip dislocation. This total was divided into two groups: the mlp group and the allis group, based upon the maneuver used. The success rate of closed reduction, harris hip score (hhs), and radiographic outcomes were determined. Satisfaction scores, doctor safety events and complications were also determined and compared between the 2 groups. The mean follow-up period was 1.66 ± 0.88 years. The authors identified that presenting posterior hip dislocation patients had the following tha femoral stems: corail: 58 solution: 6 s-rom: 5 tri-lock: 4 summit: 3 antibiotic spacer (unspecified manufacturer): 2 femoral heads were all depuy ceramic bearings (excluding spacers). The manufacturer(s) of the acetabular-side constructs were not identified by the authors; but were stated to be ceramic bearings for 63 patients, and polyethylene bearings for 13 patients (excluding spacers). The bearings of the antibiotic spacers were not identified. The authors did not provide specific patient information by case number or age/gender, nor did they identify product/lot code information involved in the specific reported dislocation or complication adverse events. The authors did not provide information suggesting that the version or position of the femoral stems caused/contributed to the dislocation events in any instance. Results: the success rate of reduction in the mlp group was significantly 12.5% higher than that in the allis group. The following closed reduction procedural complications occurred, which all occurred in the allis group: periprosthetic fractures (2 hips¿one femoral spacer, and one unidentified femoral stem prosthesis) implant loosening (acetabular spacer, 1 hip) the mean doctor and patient saps scores in the mlp group were 84.00 points and 76.97 points, respectively, which were significantly higher than those in the allis group, 72.12, and 63.28 points. Three adverse events were reported in the allis group, compared with 0 in the mlp group. Conclusions: for posterior hip dislocation after tha, the mlp reduction maneuver can effectively increase the reduction success rate, patient satisfaction, and doctor safety without increasing the risk of complications compared with the traditional allis supine reduction maneuver.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. The size of the article is too large to attach/submit with the 3500a submission. The citation of the article has been provided below: wang g, wang h, yang j, shen b, zhou z, zeng y. Reduction of posterior dislocated hip prosthesis using a modified lateral position maneuver: a retrospective, clinical comparative, and follow-up study. Bmc musculoskelet disord. 2022 oct 20;23(1):926. Doi: 10.1186/s12891-022-05876-8. Pmid: 36266648; pmcid: pmc9585731. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.